Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device¿s touchscreen cracked while being carried in a pocket, resulting in approximately half of the screen becoming unresponsive and limiting navigation, including on the alert side; the device component implicated was the touchscreen and the problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. The device was reported synced prior to shutdown, the device is no longer watertight, and the user confirmed a backup therapy plan and use of dexcom g7. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.